Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm and a pinhole leak was noted 12mm proximal from the distal tip. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 26nov2024. It was reported that the balloon issues occurred. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified vessel in the lower extremity. A 6.0 x 200mm, 150cm ranger drug-coated balloon was selected for angiogram. However, during the procedure, it was noted that the balloon was leaking and losing pressure once inflated to 6 atmospheres. The procedure was completed using an alternate device. No patient complications were reported. However, device analysis revealed a pinhole leak at 12mm proximal from the distal tip.